Manufacturer narrative:
Corrected field: g2 (added other ¿ germany). This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation, the device history record (DHR) review and applicable corrections. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. To date, this device has not evaluated. As a result, the root cause of the issue could not be determined. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
To date, the device has not been returned and a technician has not been dispatched to the customer to evaluate the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported the image on the visera pro video system center is ¿intermittently good and intermittently streaky, if necessary, replace the connection cable.¿ there were no reports of patient harm associated with this event.